Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 14, 2023.